Event description:
The customer reported to olympus, the camera head cord was exposed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head cord was exposed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation of cord exposed was confirmed. Additionally, other evaluation findings include the following: cable flooding, charge coupled device internal flooding, and cracks on the side of connectors. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Instructions for use (IFU): if the endoscopic image disappears unexpectedly during an examination, or if the freeze cannot be released, immediately stop using the endoscope and remove it from the patient in accordance with the warnings of ¿chapter 4: instructions for use¿. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. The following must be strictly observed. The endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this device with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the device due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not strike or drop the device. Water leakage may damage the electrical circuits inside the device. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. It may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using such as pean. There is a possibility that the camera cable may break. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.